Manufacturer narrative:
Other relevant device(s) are: product ID: 9733580, serial/lot #: (B)(6). A manufacturer representative went to the site to test the equipment. The system passed all testing and functioned properly. A break-out-box was returned for analysis. Analysis found the foot switch port was loose and spinning freely. When connected to a known good system, all ports were found to be functional with the exception of the foot switch port which had no function. Opening the break-out-box cover revealed broken wires to the port and an electrical open. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device outside of procedure. It was reported that the footswitch was not registering.